Event description:
Relative of the diabetic pt said pt was lethargic, unconscious and unresponsive. Relative performed a fingerstick on the suspect device for a blood glucose reading and obtained a result of 124mg/dl. Relative took pt to the hosp. The blood glucose at the hosp was 23mg/dl. The hosp gave dextrose 50% and saline.